Event description:
It was reported that during a chronic total occlusion case a vessel perforation and dissection occurred.the <50mm in length occlusion was located in the 3mm in diameter left tibial artery. During the case, the truepath cto device perforated and dissected the vessel. The device was also unable to cross the occlusion.

Event description:
It was further reported that there were two occlusive caps in this case. The physician penetrated through the proximal cap with the truepath device very easily. After penetrating through the proximal cap, the physician shut the truepath device down and withdrew the wire in this condition. It is possible the wire was subintimal at this time which potentially caused the dissection and perforation. The dissection/perforation was considered micro, which required no treatment. It healed on its own. The case was continued and concluded with this device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).